Event description:
No capture, low impedance, and undersensing of the atrial lead were reported. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached (clavicle-rib crush); full lead analyzed.